Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their equipment was not working. Patient stated that they got the equipment yesterday and it shut down right after they left the doctor's office. Patient texted the representative and the representative saidto call medtronic technical support because they got a system error with a service code of 0x399dd18c. Patient said that they put the handset on a charge and that all the other equipment was charged. Patient were told the stimulator stays on 24/7 and that after charging the handset and it stayed on for about 2 hours and then it went off again. Patient also mentioned that the communicator would connect to the handset but then it would disconnect and they would have to reconnect it and that would happen within 2 hours as well. Patient mentioned that nothing is on and that when they push a button on the handset nothing turns on or happens. Patient noted they can connect the communicator to the handset but it always disconnects and that they have done 3 resets of their equipment already. Agent walked patient through resetting the handset and communicator. Patient confirmed that they were able to connect to their implantable neurostimulator (ins). The issue was not resolved. A request was sent to the repair department to replace the handset. Patient called back and repeated previously documented information. Patient said they had a mdt rep, who was helping them with the set up of the replacement equipment. Patient said with the replacement equipment, they charged everything up and all was able to communicate and allow them access to their therapy app, but after 30 minutes (instead of prior 2 hours) the stimulation turns itself off and they have to turn it back on. Agent asked, patient confirmed they physically felt the difference when the stim would turn off. Agent redirected the patient to hcp to meet with a rep to interrogate the ins, to see if therapy is indeed shutting off on its own and advised they may need to have programming adjusted. Patient understood and will follow up with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.